Event description:
Patient received inappropriate shock due to noise. The sensing anomaly could not be reproduced. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.